Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump back box data revealed no pump reboots. The returned battery cap threads were intact; however, corrosion due to moisture was visible in the battery compartment. The returned battery cap secured properly to the pump and was used to exercise the pump for 24 hours; a power loss was not observed. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found.